Event description:
Na.

Event description:
On (B)(6) 2014, abbott point of care (apoc) was contacted by a customer who reported that analyzer sn (B)(4) became hot to touch and would not activate. The customer states the analyzer was operating with a rechargeable battery at the time of the event. Apoc has determined that a component failure within the analyzer circuitry may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that a rechargeable battery was being used. Apoc has determined that when using rechargeable batteries the product is unlikely to become hot to touch. The product was replaced and being returned for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on 01/22/2015. The failure was due to a defective tantalum capacitor.